Event description:
Received a copy of customer's (B)(4) report from FDA which states "this infant with congenital heart defects underwent surgery and required critical medication administered by alaris pump. The pump read "channel error" and the pump was turned off and re-started. The pump malfunctioned and would not infuse. The pump channel had to be removed from the pcu in order fort he device to be powered down. This event occurred while the infant was returning from the operating room."

Manufacturer narrative:
(B)(4). The customer's report of a channel error occurring during pt use was confirmed. The pcu event log showed that a channel error sensor broke high (error code 240.4150.0) occurred at 2:35pm on (B)(6) 2014. After the error occurred, the user tried to restart, pause and select the pump module, all of which are invalid selections. Functional testing was performed and confirmed the faulty bottle side pressure sensor. The root cause of a channel error was identified as a faulty bottle side pressure sensor.